Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was extracardiac stimulation. The left ventricular amplitude was decreased and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was extracardiac stimulation. The left ventricular amplitude was decreased and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that there was diaphragmatic stimulation. The left ventricular amplitude was decreased to 2.0 and pulse width increased to 0.60. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.